Event description:
The patient underwent treatment for aortic thrombus and occlusive disease with implantation of an afx2 bifurcated stent graft on (B)(6) 2026. The initial procedure was noted to be off-label for aortic thrombus and occlusive disease and no abdominal aortic aneurysm (aaa). On (B)(6) 2026, the patient presented with occlusion of both graft limbs, and occlusion of the right femoral access. The patient was treated with an open right femoral endarterectomy and penumbra thrombectomy, which reopened both graft limbs and restored flow. The patient left the operating room in stable condition and continues to do well.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient imaging studies have been requested for further evaluation by the clinical specialist. Patient medical records have been received. A follow-up report will be submitted upon completing of clinical evaluation. H3 other text : device remains implanted